Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the condition was confirmed. The assignable root cause was determined to be traced to component failure due to wear from normal use and servicing over time. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the compact air drive device had low power and failed pretest for check power with test bench at 6 bar, minimum 110 to 160 w(watts). The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.